Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 9 units, and the customer alleged that there should be more insulin remaining in the cartridge. Reportedly, the cartridge was filled with 150 units of insulin; however, was unable to confirm the amount of insulin delivered after reloading the cartridge. Blood glucose level was 129 mg/dl. Reportedly, a cartridge change was performed to address the issue.